Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating the patient endured "pain and suffering" since the device went to "battery saving mode" and the patient is pacemaker dependent. Also, patient was on vacation when the device mode switched, which caused the patient to have no energy and the vacation was "ruined."

Event description:
It was reported the patient had the device checked and understood the device longevity was one to eight months before replacement was needed. The device reached elective replacement indicator two weeks after the device check. The patient felt "horrible" when the device switched to battery saving mode. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)